Event description:
The user reported that during a thoracentesis procedure, they were unable to draw back to pull fluid from the pt. They also noticed air being introduced into the pleural space causing a small pneumothorax when the needle is withdrawn from the valve. The pneumothorax did not require treatment. The user indicated the pneumothorax may have been caused by another device/component during the procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. The device is not expected to be returned for evaluation. The user indicated the used device was discarded at the facility post procedure. A follow-up report will be submitted when the evaluation has been completed.